Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013; d314drm implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due t-wave oversensing (twos) on the right ventricular lead. It was recommended that the sensitivity on the device be adjusted. The lead remains in use. No further patient complications have been reported as a result of this event.